Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out together with the device during removal. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used according to the instructions for use. There were no visible signs of device or package damage prior to use. The physician was trained and experienced with the device. The procedure was performed using a retrograde approach. The femoral artery was assessed as suitable, including appropriate insertion angle, vessel diameter greater than 5 mm, and no significant stenosis, calcium, plaque, or prior complications at the access site. A non-cordis introducer sheath was used. The device will be returned for evaluation.